Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was returned bloody with a non bsc guide catheter. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip noted the distal shaft was flattened for 17.5cm that started at the tip of the device. The tip was also noted to be flattened while the distal shaft material was pulled away from the collar. The maximum outer diameter (od) of the tip and the damaged portion of the distal shaft were observed to be beyond specifications. Od of the undamaged portion, however, was within specification. Functional testing was conducted with a 6f guide catheter where the guidezilla was loaded into the hub of the guide catheter, and advanced for approximately 2.5 cm, and then stopped advancing. The damage to the collar is consistent with an interventional device getting caught or stuck inside the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jul-2018. It was reported that difficulty in advancing through guide catheter occurred. The 70% stenosed target lesion was located in a moderately calcified and tortuous the middle of the left anterior descending artery. A 6f guidezilla¿ ii guide extension catheter was selected for use. Upon introduction, outside patient's body, it was noted that only a few cm of the guidezilla was inserted into a non bsc guide catheter and the distal part of the guidezilla could not pass through proximal segment the guide catheter. In addition, both the guide catheter and the guidezilla encountered difficulty in advancing onto a non bsc guidewire. The guidewire and the guide catheter were replaced which completed the procedure. There were no patient complications reported and the patient's condition was okay. However, device analysis revealed a partial separation of the collar.